Manufacturer narrative:
The technician isolated the problem to a stuck CPR switch. He replaced the CPR switch to repair the bed.

Event description:
Information received indicates when the head section is raised to approximately 30 degrees; it will run back down on its own.